Event description:
It was reported that during a drug eluting stenting treatment procedure, stent dislodgement occurred. The 75% stenotic lesion was located in the severely tortuous (about 90 degrees) and non-calcified proximal right coronary artery. The physician first pre-dilated the lesion with a 3.5 x 15mm apex balloon. Then the physician advanced the 3.50x20mm taxus express2 stent to the lesion and tried to cross the lesion several times, but was unable to cross. During the withdrawal of the stent delivery system the stent dislodged at the ostium of the coronary artery. The dislodged stent was retrieved from the pt without any injuries or complications. Treatment for the lesion was postponed to a later date. Pt condition is reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.